Event description:
It was reported that the device is leaking fluid. It was found during cleaning. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is leaking fluid. It was found during cleaning. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon evaluation the device showed signs of leaking as dried corrosion was found. It is possible the device was submerged in water corroding the components. Based on the evaluation and available information it is possible that the battery was improperly cleaned. The battery was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.